Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer requested and delivered a 10 unit bolus and the reason was unknown. Customer went to the emergency room (ER). While in the ER, customer consumed crackers and drank juice to treat bg. Customer left the ER in a stable condition and was bg 95 mg/dl.